Event description:
This ra lead was implanted on (B)(6) 2000, all remains implanted at this time. A call was placed to technical services on 7/31/2017, due to low impedance less than 200 ohms. The following physician was dr. (B)(6) in (B)(6). No known facility given. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).